Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A healthcare worker reported that after an intraocular lens (iol) was implanted, it became displaced. It was exchanged for another iol six months after it was initially implanted. Additional information was requested.